Event description:
Journal reference: pena e, pastor j, hernando v, et al. Skin erosion over implants in deep brain stimulation patients. Stereotact funct neurosurg 2008;86(2):120-126. We analyzed factors associated with skin erosion patients treated with deep brain stimulation (kinetra or soletra) for parkinson's (pd) or other diseases. Some patients developed erosion, all of whom were pd patients who had been fitted with a kinetra device. Erosions may be due to an increased pressure over the skin resulting from the larger size and weight of the kinetra device. Reportable event: a male pt with parkinson's disease was implanted with a kinetra and bilateral leads. At 14 months post, the pt developed erosion in the skin along the extension cable tunnel pathway, along with infection. The infection was resolved with antibiotics.